Event description:
It was reported by the patient that the remote monitor started to smoke when it was plugged in. The patient then unplugged the monitor. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor started to smoke when it was plugged in. The patient then unplugged the monitor. The monitor was replaced. The monitor was later returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the monitor was analyzed and no anomalies were found.

Event description:
It was reported by the patient that the remote monitor started to smoke when it was plugged in. The patient then unplugged the monitor. The monitor was replaced. The monitor was later returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.